Event description:
Same case as MFR# 2134265-2010-04072. It was reported that during a stenting treatment procedure withdrawal resistance occurred. A 1.5x20mm apex push balloon was advanced to an unspecified lesion for predilation. After the physician applied negative pressure to deflate the balloon, he was unable to withdraw the balloon over the unknown guide wire. The physician was able to remove everything as a system and then a 3.00x32mm promus element stent was advanced to the lesion. The promus element stent was successfully deployed in the lesion and the stent delivery balloon was used to post dilate the lesion. After post dilation the physician experienced balloon withdrawal resistance and the stent delivery balloon became stuck inside of the non bsc guide catheter. The physician was able to remove everything as a system and the procedure was completed with no patient complications reported. The patient's condition is okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned with no stent attached. The balloon was partially inflated and bunched at the distal end. This type of damage is consistent with the balloon being removed while partially inflated which then prevented the balloon from passing fully through the 5french (fr) guide catheter. The outer lumen of the stent delivery system (sds) was stuck fast in a non-boston scientific 5fr guide catheter (gc). The gc distal edge was located 14.2cm proximal to the tip. With moderate force it was possible to remove the device from the gc. A sticky residue was observed on the outer that may have led to the restriction. The midshaft was stretched and kinked along the entire length. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4). Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR# 2134265-2010-04072. It was reported that during a stenting treatment procedure withdrawal resistance occurred. A 1.5x20mm apex push balloon was advanced to an unspecified lesion for predilation. After the physician applied negative pressure to deflate the balloon, he was unable to withdraw the balloon over the unknown guide wire. The physician was able to remove everything as a system and then a 3.00x32mm promus element stent was advanced to the lesion. The promus element stent was successfully deployed in the lesion and the stent delivery balloon was used to post dilate the lesion. After post dilation the physician experienced balloon withdrawal resistance and the stent delivery balloon became stuck inside of the non bsc guide catheter. The physician was able to remove everything as a system and the procedure was completed with no patient complications reported. The patient's condition is okay. This product is only (B)(4) approved, but it is similar to an approved us device.